Event description:
The stapling seemed to go as normal (sounded and felt normal). When stapler was removed the anastomosis came apart. When we checked the "donuts-rings" the bottom was complete and perfect. The top had no signs of staples even touching and no ring.